Event description:
Coilin treatment was conducted of a vessel. It was reported that the coil did not detach. Upon retraction of the device, the coil prematurely detached in the microcatheter. The implant coil and microcatheter were removed. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).